Event description:
The customer contacted physio-control to report that their device "would not power on". There was no patient use reported with the event.

Manufacturer narrative:
Physio-control completed other unrelated repairs and proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Manufacturer narrative:
Physio-control performed an initial evaluation of the customers device and was unable to duplicate the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device "would not power on". There was no patient use reported with the event.